Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a code blue (patient requiring immediate resuscitation) during hospitalization coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was noted that the patient was unresponsive with a low blood pressure. The patient was in the hospital at the time of the event for an unspecified indication. It was noted that the patient was reported to be sick at the time of this event. The patient was transferred to the intensive care unit for monitoring. Further treatment was not reported. The event occurred while the patient was performing peritoneal dialysis therapy. At the time of this report, the patient remained hospitalized and it was unknown if the patient was recovering from the event. No additional information is available.